Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had a high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed temperature testing. Therefore, the reported condition was confirmed. It was determined that this was due to worn bearings and damaged nose tube; which was indicative of damage caused by excessive side loading causing the cutter to flex and to come in contact with the nose tube. This was further defined as customer misuse, abuse, and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.